Manufacturer narrative:
Reporter returned 1 oral-b precision clean brush head on 14-feb-2017. Product investigation is in progress.

Event description:
The brush heads have failed, with the roller bearings in the head becoming dislodged [device breakage]. Roller bearing in the brush head dislodged, swallowed one [accidental device ingestion]. Swallowed dislodged roller bearing [exposure via ingestion]. No adverse event. Case description: a male consumer of unspecified age reported via letter on 14-feb-2017 that in the last two weeks, two oral-b power oral care refills precision clean had failed, with the roller bearings in the brush head becoming dislodged. He reported he had swallowed one. The consumer reported he enclosed one of the failed brush heads, along with the roller bearing that had come out of the brush head, with the letter. No symptoms developed. The consumer reported he had used oral-b brush heads for his electric toothbrushes for a number of years, and had never had any problems. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.